Manufacturer narrative:
Visual inspection confirms the instrument has one broken distal tip. Taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. The cause of the broken distal tip is most likely due to high torsional and bending loads. Review of device history records indicates no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the distal tip of the tap sheared off.